Event description:
Failed preventive maintenance. No patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. Upon visual inspection the service technician noted that they replaced tube drive, carriage block, barrel clamp, large claw, rear case. Calibrated. Based on the findings, service determined that the proximate cause of the reported issue was due to failed preventative maintenance of the tube drivearm syringe/pca. A review of the device history record for sn (B)(6) was performed from date of manufacture 03/28/2019 to present date 12/28/2020, and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
Failed preventive maintenance. No patient involvement.